Event description:
It was reported that during final tightening of the screw, the ring spun. Screwed removed and ring was spun back. Parts remain implanted. Patient outcome: no adverse effect reported as a result of this event.